Event description:
On (B)(6) 2012, the patient contacted animas and reported that the keypad buttons were unresponsive after exposure to water. The patient stated that after rebooting the pump, the keypad buttons were unresponsive and moisture was noted under the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The pump was returned for investigation with visible moisture in the display lens. On testing, the pump would not power on which prevented testing of the keypad and complete functionality testing. The keypad cover was removed for investigation with no evidence of contamination or defects found. A leak test was performed and revealed a leak at the case seal. The pump cover was removed for further investigation and revealed internal moisture damage.